Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The complaint of leakage can be confirmed. Visual and functional testing was performed. S received no physical damage or other anomalies observed. In attempts to replicate clinical use the cassette was attempted to be filled with 100ml of sterile water using an ICU medical provided syringe. During the filling process a leak was observed between the tubing and female luer. Further inspection of the bond showed spotty solvent coverage. The luer tube bond was separated and the tube and bond pocket were observed. Solvent channel was observed. The tube and luer were found to meet dimensions. The probable cause is due to insufficient solvent application during assembly in tijuana.

Manufacturer narrative:
B3: month and day are unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Initial reporter phone number is (B)(6).

Event description:
It was stated that there was liquid leakage from the connection port of the injection cap and the tube. The event occurred during priming. There was no patient involvement.